Event description:
It was reported that the legs of the vena cava filter were crossed after deployment. Reportedly the arms opened, but the legs did not open; after shooting contrast two of the legs remained tangled. The physician tried to remove the filter, using a recovery cone retrieval system, however was unable. The physician could not align the cone with the filter. The physician tried to use a snare, but again was unsuccessful. Therefore, a competitor's filter was deployed suprarenal. There was no injury to the patient.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. The lot met all release criteria. This is the only complaint reported to date for this manufacturing lot number. The product remains implanted; therefore, not available for evaluation. The event investigation is currently underway.